Event description:
Customer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 2/4/98. Two months later, she sought medical treatment for an infection at the ear piercing site. She was prescribed antibiotics.